Event description:
It was reported a day after implanting procedure for single chamber pacemaker, loss of capture was noted on the rv lead via EKG examination and pacemaker test found abnormal threshold on the rv lead. The physician made a programming change and monitored the patient for two days. Loss of capture on the rv lead was still observed. Another programming change was made but it was unsuccessful. As such, the physician elected to explant and replace the rv lead. The electrical parameters were all good and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.